Event description:
In the past month, there have been two steris surgical tables with floor locking issues (one purchased 2009 and one in 2012). On the first table, the two front locking legs slowly lost pressure and would become "unlocked" after approximately 30 minutes. This resulted in the table moving during a procedure. The second table, was found to be unlocked after the patient was on the table and put under by the anesthesiologist. In both cases, the hand control indicated the table floor lock was engaged even though some or all the locking feet were not engaged. This allowed the table functions to work even though they should have been locked out due to the failure of the floor locks.biomed was contacted because the table moved during a cardiothoracic case. The surgeon said he had pulled on the patient during the surgical procedure when the head of the bed moved. The anesthesiologist said when the table moved, he pressed the unlock button and then relocked the floor locks and it seemed to be working okay. The anesthesiologist also mentioned that the table indicated it was locked and it could be manipulated even after the table moved. Biomed inspected the table in the room and found the table was locked. After the case, biomed found the head of the bed was unlocked. The hand control indicated the bed was locked so the locking feet were adjusted. Around 30 minutes later, the or staff called biomed to say the table had become unlocked again. Biomed sequestered the table. It was found that the locking feet at the head of the table would lose pressure and become "unlocked" yet the table hand control indicated the table was locked. Steris came in to work on the table. It was found that the brake lock manifold assembly had failed. After replacing it, the table remained locked after 15 hours. The table was returned to service.steris 4085 surgical table: biomed was called to inspect the surgical table.the staff said the table would not lock and a patient was already on the table. Upon arriving, biomed found that when the table was set to lock the floor lock, all the floor lock feet would descend. When the feet would contact the floor, the table sounded like hydraulic fluid was escaping past a check valve. When the hydraulic pump would stop, all four feet would return to the up position leaving the table unlocked and able to move. Yet, the hand control indicated the table was locked and the table was able to be manipulated. The table was sequestered no harm to the pt.steris was contacted to repair the table. During the repairs, replaced the brake lock manifold assembly but there was damage done to the wiring harness and had to replace that as well. Also replaced was the foot control pcb assembly, the column cvr and did a software upgrade. Before the table was returned to service, biomed tested the floor lock function over night and the table passed the test.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.